Event description:
It was reported that the procedure was to treat a 90% stenosis in the proximal left anterior descending (lad) artery. After pre-dilation was performed with a 3.0 x 15 mm nc voyager at 14 atmospheres, a slight dissection was noted in the distal part of the lesion. A 3.0 x 20 mm non-abbott drug eluting stent was successfully implanted, treating the target lesion and dissection at the same time. There was no adverse patient sequela. There was no clinically significant delay in the procedure. There was a good final patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of vessel dissection is also listed as a known adverse event in the nc voyager instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.